Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2009. Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: a43673/a45045, model/catalog description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.